Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised on how to check the certifier and not the v60. The customer performed testing using just the certifier to address the reported problem. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The customer resolved through remote troubleshooting.

Event description:
The customer reported failed flow accuracy test. There was no patient involvement.